Event description:
A cordis smart control transhepatic biliary stent patient called for stent card replacement and additionally reported adverse events. Patient had a smart control stent implanted in the left "above knee where leg bends" for a "blockage" on u/u/u, "several years ago" in 2004 or 2005. This was performed as an out-patient procedure. On u/u/u patient experienced an unspecified event which resulted in an unspecified abbott stent being implanted in the left "above knee where leg bends but higher than the first stent, may be a different vein not connected to yours" on (B)(6) 2013. This was performed as an out-patient procedure. Additional details cannot be obtained.

Manufacturer narrative:
A cordis smart control transhepatic biliary stent patient called for stent card replacement and additionally reported adverse events. Patient had a smart control stent implanted in the left "above knee where leg bends" for a "blockage" on u/u/u, "several years ago" in 2004 or 2005. This was performed as an out-patient procedure. On u/u/u patient experienced an unspecified event which resulted in an unspecified abbott stent being implanted in the left "above knee where leg bends but higher than the first stent, may be a different vein not connected to yours" on (B)(6) 2013. This was performed as an out-patient procedure. Additional attempts were made without success to obtain additional information. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
The product information provided by the customer was smart control stent product (B)(4), size 7mm x 60mm 6f., lot number ab905284. Neither was recognized as valid. Clarification has been requested from the customer. Continued from concomitant medications: plavix (generic clopidogrel) 75mg tablet once daily; azor 10/20mg once daily; bystolic 5mg daily; atorvastatin (generic lipitor) 20mg/once daily. Additional information is pending and will be submitted within 30 days upon receipt.